Manufacturer narrative:
Please note that initial 30-day report 2648920-2015-00360 was sent on october 6, 2015, but was incorrectly identified as follow-up, and submitted through the electronic gateway as report #2648920-2015-00360-001. This current report will now be sent through the electronic gateway as #2648920-2015-00360 to prevent duplication. It is, in actuality, follow-up #2648920-2015-00360-001. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a broken plate.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report was previously submitted under medwatch 1822565-2015-01575. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a broken plate.